Event description:
It was reported that while in the cath lab a male myocardial infarction pt was having an intra-aortic balloon (iab) inserted. The left femoral artery was assessed and a super arrow-flex (saf) sheath inserted without difficulty. The md vacuumed the iab catheter twice inside the tray with the one-way valve to wrap the balloon tightly. The catheter was removed from the tray horizontally according to the instructions for use. The catheter passed through the saf sheath and then it loosened, making the catheter unable to advance. The md removed the iab and sheath together and opened a new kit. He used a new saf sheath and iab via the same insertion site. There was no excessive bleeding noted, with a delay of about 10 minutes. There was no pt death, injuries or complications. The pt outcome is fine.

Manufacturer narrative:
(B)(4) f/u report will be filed if additional info becomes available.